Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values from a total of four sensors. This report is to capture the unspecified medical intervention from emergency medical service (ems). On the day of the event, the devices displayed high glucose levels while they were experiencing symptoms of low blood sugar. Although the patient did not provide specific readings, they mentioned a discrepancy of approximately 70-90 mg/dl across all four sensors. During the call, the patient mentioned that for the first three sensors, they contacted emergency services due to the inaccurate readings. Of note each event has similar details but occurred on different event dates. The patient was unwilling to provide further details and stated that any additional information would need to be obtained through their legal advisor. The patient refused to provide additional details about the events. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 70-90 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.